Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
When this console was turned on for education today, an error screen appeared on the console that said ¿system self check failed¿ ¿change console immediately¿. No patient was involved.

Manufacturer narrative:
The investigation of the reported failure mode has been completed, the impella device was returned for evaluation. Data review: the console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Device analysis: console was tested after arriving in field service. Reported failure mode was reproduced during testing at the field service (fs).upon bootup, the console rebooted automatically and showed the "system self check failure" visual inspection confirmed the pbm contamination and corrosion which has impacted a neighboring rs232 communication channel. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Repair: before returning the console to the customer, the following actions are instructed to perform: ¿ replace the pbm (0042-1125) due to the corrosion. ¿ perform sections 18, 19, and 20 of the pm (preventive maintenance) procedure (B)(6). ¿ perform a full functional check (0042-7316). Device history lot ==> n/a device history batch ==> subcomponent name: pbm material number: 0042-1125 lot number: 2019351510 serial number: (B)(6). Device history review ==> q1) are there an qns associated with the complaint device¿s most recent service report? There were no nonconformances observed in most recent fsr before the complaint occurrence date. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Q3) have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.